Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Returned for investigation were the ac3 internal dvi cable, external dvi cable, and dvi adapter. The samples were returned in a brown cardboard box with protective packaging. Visual inspection of the returned samples was performed. A burnt mark and residues were noted on the dvi adaptor and the external dvi cable. The continuity test of the dvi cables was performed using the digital multimeter. All connections were present and no short was observed. Due to the condition of the returned dvi cables and dvi adapter, no functional testing was performed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "smoke smell no screen" is confirmed. Upon return, a burnt mark and residues were noted on the dvi adaptor and the dvi cable, which is consistent with contact with fluid. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to burn/residues on the dvi adaptor and the dvi cables. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "found no display.found burnt dvi adapter. Replace dvi adapter and both display cables.install 1st and 2nd battery. Pump was on patient when nurse reported burning smell.pump was swapped and no harm to patient."

Manufacturer narrative:
(B)(4)

Event description:
It was reported "found no display, found burnt dvi adapter. Replace dvi adapter and both display cables. Install 1st and 2nd battery. Pump was on patient when nurse reported burning smell. Pump was swapped and no harm to patient."